Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of reviewing treatment record. Plant investigation is in process. A supplemental MDR will be submitted upon the completion of these activities.

Event description:
The user facility medical records, which were provided for another event, stated that this patient experienced itchiness while undergoing their hemodialysis treatment. The patient was administered 2 doses of oral benadryl without effect. The patient's treatment was terminated early because of the itching. According to the clinic manager, the patient had been dialyzing on the optiflux dialyzers for "a long time" prior to developing symptoms. Subsequently, the patient was switched to another manufacturer's dialyzer. The patient experienced some relief after the dialyzer manufacturer was changed. Although the patient continued to experience very mild itching after the switch, benadryl was no longer needed. The patient continues to receive hemodialysis treatments using another manufacturer's dialyzer with no further issues. The patient's current condition was noted as being "very well." The complaint device is not available for evaluation by the manufacturer as it was discarded by the user facility.

Manufacturer narrative:
Manufacturing evaluation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number (0500318e) shipped to this account within the selected time frame. A records review was performed on the four lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The identified lots passed pyrogen testing and the sterilization dosage was within set parameters. The lots passed all release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user of potential hypersensitivity reactions including itching. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. Clinical investigation: the patient medical records were provided by the facility on (B)(6) 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. On (B)(6) 2016, the patient underwent a hemodialysis treatment. The patient was on hemodialysis for 1 hour and 56 minutes but complained of itchiness during treatment. The hemodialysis registered nurse (rn) administered benadryl per protocol. The patient stated that no other medications were being taken except the zyrtec ordered the previous week. The patient stated that this only happens while undergoing hemodialysis. The treatment was ended early, the patient signed the against medical advice form, and then was discharged home. There was no documentation in the medical record to support a possible association between the optiflux 160nr dialyzer and the event of itching. Additionally, when the patient was changed to another manufacturer¿s dialyzer, the event remained unresolved, but continued to a lesser degree. Furthermore, no documentation provided within the patient¿s medical record indicates the actual cause of the patient¿s itching. However, per the document titled ¿instruction for use optiflux f160nr,¿ section titled ¿side effects,¿ itching is listed as a potential adverse reaction associated with the use of the product.